Event description:
A report was received that during a lead revision procedure, the physician noted that there was high impedance and that one of the patient's leads was visibly fractured. The lead was explanted and was replaced with a new one. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.